Manufacturer narrative:
The pump was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due todries insulin on the motor slide and home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose level was 278 mg/dl at the time of incident. Customer stated that insulin pump was able to rewind. Troubleshooting was performed. The insulin pump will be returned for analysis.